Event description:
The physician was attempting to implant an integrity bare metal stent in the proximal circumflex lesion which was reported to be heavily calcified. The device was inspected prior to use with no issues noted. During delivery with the use of excessive force stent deformation occurred. The device was removed the lesion was ballooned and another integrity stent was implanted. No clinical sequelae reported.

Manufacturer narrative:
(B)(4). Failure to follow instructions-force was used in an attempt to advance the stent 701 user/device interface -force was used in an attempt to advance the stent. Inherent risk of procedure-stent deformation. Patient¿s condition affected effectiveness of device-root cause of the difficulties encountered by the physician and the deformation of the stent were most likely due to patient lesion morphology. No results available since no evaluation performed- device or procedural images not provided for review. Inherent risk of procedure-stent deformation, device failure/lack of effectiveness related to patient condition-root cause of the difficulties encountered by the physician and the deformation of the stent were most likely due to patient lesion morphology. Unable to confirm complaint - device or procedural images not provided for review. User error contributed to event- force was used in an attempt to advance the stent. (B)(4).

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st proximal segment was raised and deformed.

Manufacturer narrative:
(B)(4).